Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. Unrelated to the display issue, the battery compartment was cracked and the keypad button was torn. The contrast button was unresponsive due to the key contact was missing. Evidence of contamination was found under all key contacts.

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.